Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a definitive cause for the reported slda could not be determined. The reported tissue damage appears to be due to procedural circumstances. Additionally, reported mitral regurgitation (mr) was cascading effect of the reported tissue damage. The reported patient effects of tissue damage and mitral regurgitation are listed in the mitraclip ntr/xtr instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and tissue damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (90724u436) was successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2020, the patient returned to the hospital and transesophageal echocardiography (tee) showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda. Tee was performed again and there appeared to be tissue on the posterior arm of the clip, which was believed to be chordal tissue. Two clips were implanted and the slda was stabilized, reducing mr to a grade of 2. No additional information was provided.